Event description:
The customer reported via phone call that she had been having high blood glucose and no delivery alarms on the pump. Customer stated that she was not having no delivery alarms but the pump was just not delivering correctly. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer's current blood glucose was 320 mg/dl and she had symptoms of high blood glucose such as nausea, vomiting, and extreme irritability. Customer treated with manual injections. Customer mentioned that she only received a no delivery once due to a kink in her tubing. Customer performed the high pressure test and the pump passed. Customer was advised to change the entire set and to follow up with her health care professional. Customer stated that she just lost 40lbs and is getting rather thin. Customer was sent samples to see if it helps with her issue. After troubleshooting, the customer stated that everything was fine and she thinks that it might be the tubing or the cannula.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.